Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with fluorouracil and 0.9% sodium chloride solution to a total fill volume of 95 ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection on the companion sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing on the companion sample was performed and no evidence of bladder rupture was observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this product. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured october 4, 2017 - october 5, 2017. A companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no evidence of bladder rupture was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this product. Should relevant information become available, a supplemental report will be submitted.